Event description:
As reported by the user facility: event 4. Brief inquiry description: easypump 4540018-02 infusing too quickly. Detailed inquiry description: 5 pumps filled on monday had been determined to have infused too quickly. One patient was given a pump on tuesday around lunch and the pump had infused by wednesday morning. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 3: through visual examination, it was noted that two samples from lot # 23k10ge561 had white crystallization in the end of the microbore tube near the patient connector. Since the other two samples from lot # 23k10ge561 were blocked due to crystallization, further investigation for flow rate was not possible. The blockage is due to a drug crystallization observed along the tubes of the pump. Crystallization/precipitation will cause the blockage on the path of the solution. There are some drugs (e.g. 5fu, cefepime) which tend to crystallize/precipitation at some special conditions. The risk of crystallization is given by the drug itself and may affect some functions of the pump (filter, microbore, glass tube). This defect is not a result of a failure in the production process. A review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Initially, the batch number was unkonwn when submitting the initial MDR report. Customer sent in 5 samples with two different batch numbers. As such, a new b. Braun medical internal report was created under number (B)(4). This report is updated to include batch number 23k10ge561. This report number is now changed to event 3.